Event description:
It has been reported to philips that the system could not boot up correctly. The customer rebooted the system again but the issue remained. The patient was on the table and had to be moved to another system, which delayed the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation was reported in MFR report number 3003768277-2022-01308. This complaint will be closed as duplicate.